Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an off no power alarm. The customer¿s blood glucose level was unknown. The alarm history was reviewed. It was found that they did not receive a low battery alert prior to the off no power alarm. The device was not dropped. They did not have any unattended alarms. The battery cap was not loose, cracked or damaged. It was the second occurrence of off no power without a low battery warning. Additionally, the customer reported that they had battery out limit alarm. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to confirm unexpected battery out limit alarm, low battery alert, off no power alert and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.